Manufacturer narrative:
The v40 cocr lfit head 40mm/+4 cat# 6260-9-240; lot# mlp9e7 was also listed in this report. It cannot be determined which, if any of the reported devices may have caused or contributed to the patient's infection. An evaluation of the device cannot be performed as the device was retained by the patient. Additional information (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Acetabular liner and femoral head were exchanged due to infection.

Manufacturer narrative:
An event regarding infection involving a trident 0 deg insert 40mm was reported. The event was not confirmed. Device evaluation could not be performed as no items associated with the event were returned or made available for evaluation. DHR indicated all devices accepted into final stock met specification. There have been no other events for the lot or sterile lot referenced. The source of the infection could not be determined as further information is needed. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is most likely a result from other factors not necessarily related to the device in the healthcare facility setting.

Event description:
Acetabular liner and femoral head were exchanged due to infection.